Event description:
During surgery a blade broke off of the swivel knife and was retrieved, though small screw continued missing. MFR ultimately determined this product was not mfg by the co, but only repaired by it.